Manufacturer narrative:
During investigation performed at zoll, the returned autopulse platform (s/n (B)(4)) passed the initial functional testing, but it failed load cell characterization check during final testing. The root cause was the defective load cell 2. The damaged covers and defective load cell were attributed to mishandling such as a drop. The defective load cell 2 will be replaced to remedy the fault. Visual inspection of the returned autopulse platform revealed a significantly damaged top cover, multiple damages to the front and bottom enclosures, broken battery compartment, and bent battery lock. Based on the photos provided by the zoll service team, the top cover was observed to be severely damaged, broken completely along its width at the location of the main channel, and the load plate cover had become detached along the break line. Multiple cracks were visible along with the bumper and the top cover interface. The bumper was pushed almost completely into the side of the platform, near the display area, likely from a significant mechanical impact. In addition, traces of dirt/debris were observed in the interface connector. There was a vertical crack running through one of the screw fittings of the front enclosure. The grip strips on the back of the platform had become partially detached. Furthermore, multiple internal physical damages were observed to the device. Screw fittings inside the bottom enclosure were broken. The battery compartment was sheared off, and the battery clip was bent. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling/neglect. No documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer in 2008. All the damaged parts will be replaced to address the issues. The platform was further examined and unrelated to the reported complaint, it was noted that the power distribution board (pdb) revision level was below 6 and was updated, attributed to the age of the platform. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During device evaluation of the autopulse platform (sn: (B)(4)), the platform failed the load cell characterization check during functional testing. No patient involvement.